Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was having to charge their ins every 12 hours. The rep stated that they have not met with the patient yet but understood that they were not happy with their recharging. The rep stated that they thought the patient had ¿normal¿ parameters. They stated that they would be meeting with the patient tomorrow to review the system and to determine if programming needed to happen. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient is charging every 12 hours. The rep met with the patient today and they made programming changes today to address the patient's pain control and recharge interval. The current settings shows that the patient will need to recharge every 1.3 days. The caller doesn't know the expected energy use from the old settings. The patient is going to monitor the recharge interval, and the patient will note anytime the recharger locks up or shows an error message. The patient noted that the recharge issues have been getting worse over the last weeks with it peaking on saturday ((B)(6) 2019). The patient also stated their screen locked up today and the patient locked the controller and then woke it up and the controller was fine. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they saw the patient on the day of the report and reprogrammed then to high-density settings. They stated that they are not sure why the patient is not getting good pain relief, as their leads look good. No further complications were reported or anticipated.